Manufacturer narrative:
One osseotite tapered certain prevail implant (xiitp4310) and associated cover screw was returned for investigation. Visual inspection of the as returned product identified minor signs of wear and bone residue around the external threads, drive feature and cover screw. Measurements were taken with a caliper. Through dimensional analysis and comparison to drawing, the device was determined to be within design specification. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that the implant moved out of position. The implant was removed. Injury to sinus opening. Surgical intervention was required to close the sinus.